Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis that did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with amikacin (50mg, loading dose, ip), vancomycin (2gm, loading dose, ip), amikacin (500mg, daily, IV) and heparin (1000 iu, daily, IV). The cause of the peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapy with amikacin and heparin. It was not unknown whether the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.